Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and overweight. A visual and micro analysis was performed which identified: striated opening and crease fold. Base on the device analysis the final assessment is: a striated edge opening due to surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.